Event description:
Customer reportedly received results of 8.4 mmol/l and 18.6 mmol/l within 10 minutes on the mobile system. The customer was concerned she would become hyperglycemic, and she went to the hospital. An unknown result was obtained on a professional system, and medical treatment was not required; the customer left one hour later. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.